Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off during the night unexpectedly at 50% battery life. The customer was able to turn the pump back on after connected it to a power source. In addition, the customer received a button down alarm (alarm 22). Reportedly, the customer carries the pump on their waist and was unsure if anything was holding down the button. The customer's blood glucose (bg) level was impacted (397 mg/dl). A manual injection was delivered to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.